Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Patient information could not be obtained after multiple attempts. (B)(4).

Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty (ptca) the system displayed a housing overheated message and x-ray was disabled. The procedure could not be completed and the patient expired.

Manufacturer narrative:
Ge healthcare's investigation into the reported event is complete. The log file analysis and system cycling data indicate that bad thermistor readings resulted in the premature display of a housing hot message on 6/24 and the anomalous housing overheated message on 7/15. The thermistor (also referred to as the temperature sensor in the service procedures) is listed in the illustrated parts manual as a fru. When the thermistor reading error was identified on 6/24, the thermistor should have been replaced and not cleaned. The thermistor cleaning was an incorrect service action as there are no cleaning instructions for the thermistor and the cleaning of the thermistor cannot ensure resolution of anomalous thermistor readings. The thermistor was replaced during the course of the investigation. The patient in this case was reported as presenting in critical condition with chest pain and myocardial infarction. No further details are known as the customer is not willing to provide additional information surrounding this event despite multiple attempts to gather this information. Therefore, given the limited information available it cannot be determined if the device caused or contributed to the death of the patient.